Event description:
I had hernia surgery (B)(6) 2004 and 10 days later, had to go for surgery, because mesh was infected. I had hernia surgery (B)(6) 2004. Ten days later was seen at the dr. Office. I had to have emergency surgery (B)(6) 2004 to clean up the infection. I have medical report.